Event description:
Information was received indicating that this ambulatory infusion pump gave alarm for no cartridge during infusion. It was reported that the patient switched to back-up pump after the vent. There were no known adverse effects to the patients due to the reported event.